Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while they were going up forty-four stairs their vision became blurry and they felt like they were going to pass out. The patient wondered if the rate response feature on their cardiac resynchronization therapy pacemaker (crt-p) was working. Follow up was attempted to obtain relevant information, however no additional details are available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinic responded indicating there was no information to suggest the cardiac resynchronization therapy pacemaker (crt-p) system was not working as expected.